Event description:
A report was received that the patient was continually experiencing pain around the ipg site and on and off swelling at the site. It was stated that the patient lost weight since the permanent implant and the battery stuck out very far on the lower back causing pain when sitting back against a chair or driving. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was just buried deeper in the pocket.

Event description:
A report was received that the patient was continually experiencing pain around the ipg site and on and off swelling at the site. It was stated that the patient lost weight since the permanent implant and the battery stuck out very far on the lower back causing pain when sitting back against a chair or driving. The patient will undergo an ipg replacement procedure.